Event description:
Update: (B)(6) 2013-legal claim received alleging that the patient suffers from metallosis, and loss of bone and tissue. The doi was provided. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Patient was revised due pain and elevated ion levels. (Right hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Pfs and medical records were reviewed for MDR reportability. Pfs reported patient height and weight and that legal claim is for left hip and not the right hip that was asr. Medical records reported a pseudotumor. Femoral stem and sleeve added for the previous right hip alleged high metal ions. Lot number provided for sleeve is not correct. There was no report of metallosis, bone loss or tissue loss within the medical records reviewed. Part/lot updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.